Event description:
It was reported by the pt that at the end of a dental procedure they began experiencing blistering in their mouth. The pt states a mouth piece was used to keep the mouth open. The pt does not know which specific cidex solution was used and was calling asp to inquire about the inert ingredients in cidex.